Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an infection occurred and there was vegetation on the leads. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.